Event description:
The manufacturer became aware of an allegation of a thermal event on a dreamstation auto bipap. The user reported the device/power cord or power supply caught on fire. There was no report of patient harm or injury. The device with power accessories have not yet been returned for investigation. The investigation is on-going. A follow up final will be submitted once the investigation is complete.